Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, ok and contrast keypad buttons did not activate desired pump functions. The down arrow button required excessive force to activate a response. During investigation, the up and down arrow buttons were observed to be misaligned. It was also observed that all buttons intermittently spring back when pressed. The keypad was removed and adhesive was observed under all the button contacts.

Event description:
It was reported that the keypad is less responsive. It was reported that the pump was exposed to water one month ago (dropped in toilet).